Event description:
Resident was found on bathroom floor with bright red blood on toilet, floor and clothing. Resident's catheter still attached to side of bed. Catheter with bulb on floor. Resident's bed alarm failed to sound when resident left the bed.